Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and reported failure was confirmed. The instrument exhibited imprecise motion when the master tool manipulator (mtms) were manipulated. Visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete the movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e., they were not following the mtm input command smoothly.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - sliding surgical procedure, the jaws of large hem-o-lok clip applier instrument would not open. A back up instrument was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.